Event description:
Supplemental report is being submitted due to the completion of the investigation on 15-aug-2024.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-4-b device of lot number c2154855 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 16th of july 2024. Refer to ¿returned product - notes¿ section for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned. ¿ directional button in deployment position. ¿ red shuttle on 14th dimple (past point of no return). ¿ safety wire not returned. ¿ stent returned deployed and intact. Functional inspection: ¿ handle actuating fine for deployment and recapture. Photographic evidence provided by the customer showed the stent partially deployed on removal from the duodenoscope. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿it is not possible to recapture stent after passing point-of-no-return, indicated when red marker on top of handle has passed the point-of-no-return position on the handle label¿. "When stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle". "Continue deploying stent by squeezing trigger". There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to tortuous patient anatomy. It is possible that a tortuous path along with the force from attempted deployment may have caused a build up of pressure at the handle, preventing the actuation of the retraction sheath, subsequently leading to the issues reported by the customer. Photographic evidence provided by the customer showed the stent partially deployed on removal from the duodenoscope. It is possible that the partially deployed stent deployed fully during transport or storage as the stent was returned deployed and intact. The device functioned as intended during the lab evaluation. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient received another evolution metal stent during the same procedure.

Event description:
Description of event: problems during the deployment of the stent which did not release. Customer complaint form: over the guidewire and under fluoroscopy, we inserted the closed self-expanding biliary metal stent in the correct position across the malignant biliary stricture; we started releasing the stent squeezing the trigger of the pistol-grip delivery handle, we passed the ¿point of no-return¿ as the stent was placed correctly and it perfectly opened till the proximal flange; we therefore disconnected luer lock fitting to remove safety wire completely from delivery handle, but the proximal flange of the stent remained closed. We tried to continue deploying the stent by squeezing again the trigger of the pistol-grip delivery handle, but again the proximal flange did not open, not even by changing the axis of the stent by little movements of the tip of the duodenoscope. We therefore decided to retrieve the stent: we turned the trigger of the pistol-grip handle to the ¿closing¿ mode, triggered it a couple of shots, partially closed the stent, and removed it by pulling it our from the duodenoscope operative channel (see the attached photos). Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. We opted for placing another evolution metal stent; the releasing of this second stent did not show any inconvenience. Patient/event info - notes: 1. At what stage of the procedure did the complaint occur? During stent placement. 2. What endoscope type and channel size was used? Standard pentax medical duodenoscope ed 34-i10t2. 3. What was the position of the elevator? Open. 4. Details of the wire guide used (diameter, type, make)? 0.035 delta guidewire 260 cm. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 7. Please advise the anatomical location of the intended target site: common bile duct 8. How long was the stent in the patient by the time this complaint occurred? 1-2 minutes. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? N/a 11. Did the patient require any additional procedures as a result of this event? Yes 12. What intervention (if any) was required? Placement of a second stent 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. N/a stricture information: 1. What was the length and diameter of the stricture? 15 mm long, 5 mm wide 2. Where was the stricture located in the body? Distal common bile duct 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? N/a questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify n/a 3. Was the directional button pressed during use? Yes 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? Yes questions related to during introducer withdrawal 1. Are images of the device or procedure available? Yes 2. Was final stent placement confirmed using endoscopy / fluoroscopy? Yes 3. If yes, what was used? Both fluoroscopy and endoscopy 4. Did the stent open sufficiently to allow withdrawal of introducer safely? No 5. Was the safety wire fully removed before removing the delivery system? Yes 6. Did any part of the product snag/get caught with the stent when removing the delivery system? Yes questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Other 2. If other, please specify. The stent was removed together with the duodenoscope all at once. 3. Was resistance encountered during advancement and/or deployment? No 4. If yes, please when this was felt? Advancement or deployment n/a 5. How did the physician deal with this resistance? N/a 6. Was the lasso (suture) loop used during repositioning no.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.